Event description:
On (B)(6) 2013, the pt had the original knee replacement surgery on (B)(6) 2013, a surgery was performed to exchange the tibial insert.

Manufacturer narrative:
It was reported to us that, at the time of the original surgery, the surgeon had not seated the tibial insert properly, necessitating the replacement.